Manufacturer narrative:
Corrected data: upon further review, the health effect - impact code is updated from 4631 - more complex surgery to 4627 - device explantation, as there is no information on the replaced lens. Therefore, the following fields are being corrected to reflect the correct information: section h6 - health effect - impact code: 4627 - device explantation additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 05/28/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found that the lens was cut. The lens did not present with a scratch where indicated in the provided picture; however, the lens was cut in that location. The optic body presented with cosmetic issues. No further evaluation was performed. Conclusion: the complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown. Section e1: surgeon email address: unknown/asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted and removed from the right eye during the same procedure due to scratch on the lens. The issue was first observed after the insertion of the lens into the patient's eye. The surgeon felt that it could cause problem and decided to remove the iol. There were no medical/surgical intervention required. The patient is doing fine. No further information was provided.